Event description:
Device analysis performed on the returned indirect decompression spacer revealed that spindle cap was completely sheared off from the implant body. This detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to deployment against resistance, such as bone and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.